Event description:
1981: bilateral breast augmentation probably silicone gels. 11/01: pt referred with problem right breast - ruptured implant. 2002: pt underwent bilateral capsulectomy and implant removal both silicone implants were ruptured. Pt augmented with mentor saline implants bilaterally.